Event description:
Provider performed a vertebroplasty on pt. He used an 11g stryker needle during this procedure. When provider went to remove this needle the end of the needle broke off and was retained in the patient. Providers agreed the safest option would be to leave the end of the needle in the patient and that removing it would be unsafe. Packaging to this needle along with the broken needle were saved so it can be sent for testing. Stryker was notified of this event. Of note: last week, another provider performed a vertebroplasty on a patient where another 11g stryker needle broke but was not retained in the patient. Saved packaging/broken needle, contacted stryker about this event. Stryker has not responded to this issue yet. Manufacturer response for needle, verteport ivas 11g access cannula (per site reporter) no reply as of yet.